Event description:
It was reported that during a pulsed field ablation procedure, electrode seven exhibited a noisy electrogram and a distorted signal on the mapping system. An audible high-pitched buzz or beep noise was heard from the catheter before every pulse train, raising concerns about whether electrode seven delivered energy and the potential for electrode shorting or issues with energy delivery from the catheter. Troubleshooting steps included plugging the electrode seven electrogram pin into a different part on the pin block and checking the connection on the catheter interface (ci) cable, but these actions did not resolve the issue. Electrode seven was hidden and despite the issues the case was continued. After a few applications a high pitched buzz/beep noise was noted coming from the catheter itself just before every pulse train. About halfway through the procedure, the beep/buzz from the catheter was no longer noted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot 0012702696 and data files were returned and analyzed. The received zip file was corrupted. The image received showed a distorted signal on the mapping system. A video file was received showing a procedure and normal procedure sounds were heard. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #7 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode #7 detachment was observed. In conclusion, the catheter failed the returned product inspection due to an electrode wire to electrode detachment was observed in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.